Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue and replaced the universal surgical manipulator (usm) 4 to resolve the error observed. The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer reported that the universal surgical manipulator (usm) 4 had a non-recoverable fault that this has been an ongoing issue. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed logs and noted errors on usm 4 pointing to the axes controller motor (acm) in usm 4. The tse offered to try to hard reset, and the customer elected to continue with procedure using 3 usms. The procedure was completing as planned with no reported injury. Isi followed up with the site's robotics coordinator and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The surgeon discontinued the use of the arm and he continued to complete the procedure. Robotically using only 3 of the 4 arms. There was no patient injury.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis, and the reported failure were confirmed and replicated. The usm was tested on an in-house system and failed in normal mode by triggering errors 1126 and 31226. The usm also failed the fiber test on the rolling loop. The rolling loop fiber was swapped with a new one and the errors went away. The original rolling loop fiber was reconnected, and the errors returned. The rolling loop assembly will be replaced to resolve the issue.